Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient was headed in the direction of wanting to get the device removed because their pain stimulator wasn't doing anything for them and the stimulation was just irritating them. The patient stated that they met with their pain healthcare provider (hcp) and they were told to contact a manufacturer's representative (rep). The patient stated that their hcp told them about a "new process" where they could create an "ultrasonic situation" that may help them. The patient stated that they turned off the implant. It was reviewed that the patient could be talking about hd settings where they would be programmed to not feel the stimulation. Other scs devices were also reviewed with the patient. The patient stated that about 45 months ago the patient was adjusted and they thought they used what the doctor described and it didn't do anything. The patient stated that any other adjustments that they did with the other program didn't do anything either. The patient stated that the issues began about a year ago. No further complications were reported or anticipated.